Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
Consumer indicated she used a tampon and the tampon came apart into pieces upon removal. The remaining pieces came out while she showered.